Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: cib (B)(4) from white light to blue light smells like something burning po# (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a damaged component on the main board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.